Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe there was any deficiency with the mersilene suture used in the procedure? Does the surgeon believe that the suture contributed to infection or abscess? Citation: j oral maxillofac surg 1999;57:1058-1065. (B)(4).

Event description:
It was reported in journal article ¿subjective and objective assessment of the temporalis myofascial flap in previously operated temporomandibular joints¿ that the temporalis myofascial flap was studied exclusively in patients whose joints had previously been reconstructed with alloplastic materials or allogeneic or autogenous grafts. This study examined the preoperative and postoperative subjective and objective findings in these patients. Female patients underwent temporalis myofascial flap procedures between 1984 and 1994. For the surgical technique, the temporomandibular joint was approached via a preauricular incision with a 1.5- to 2-cm extension into the temporal hairline. The procedure involved rotating the temporalis flap inferiorly through the osteotomy and secured in the joint space with nonabsorbable braided polyester fiber suture. The incision was closed with polyglycolic acid sutures, and a pressure dressing was applied. Post-operative superficial suture infection was reported with stitch abscess that resolved after drainage and 1 week of antibiotic treatment. Post-operative abscess in the preauricular region, outside the joint capsule was reported and it resolved after incision and drainage and treatment with intravenous antibiotics and then conversion to oral antibiotics for a total course of 2 weeks. Additional information has been requested.